Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The analyst commented that electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Event description:
It was reported that during an implant attempt, the lead impedance was not acceptable after it was implanted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.